Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing-noise, and elevated sensing integrity counter (sic). The lead was reprogrammed. The patient alert triggered again and interrogation showed high and undefined impedance. The lead was thought to possibly be fractured. The lead was capped and replaced. During the lead replacement procedure, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a set screw issue when trying to connect the new lead to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.